Event description:
The patient was admitted for a procedure in 2008, with a lesion in the proximal left anterior descending branch and the first diagonal, at the bifurcated section. The lesion was de novo and moderately calcified with 99% stenosis. The lesion was pre-dilated and a 2.5 x 16 mm taxus stent was implanted at the first diagonal; the implanted taxus was slightly prominent into left anterior descending branch. After that, a 3.0 x 18 mm cypher stent was being delivered to the lesion, but it could not cross. Therefore, the physician retrieved the cypher from the patient and confirmed the distal edge of the stent was flared. Eventually, a new cypher was implanted instead and the procedure was successfully completed. There was no patient injury reported. The physician did not indicate any anomalies prior to use. The physician commented that because the implanted taxus in the first diagonal was protruding a little out to left anterior descending branch, there was a possibility that the cypher became caught with the already implanted taxus. Or, the cypher became stuck with the calcification of the vessel.

Manufacturer narrative:
This foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.